Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced "issues" with the pump. Additionally, it was reported that resistance was experienced during the fill process. At the time of the report with tandem technical support (cts) the customer declined to provide additional information, and declined troubleshooting. Multiple attempts were made by cts to follow-up with the customer on the reported issue, but no response was received.